Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6) . All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect b-hcg results on a pregnant patient. The results provided were: on (B)(6) 2025 sid (B)(6) initial=1.32 miu/ml (negative, or= 5.00 miu/ml) /repeated on (B)(6) 2025=2801.71 miu/ml (positive or =25.00 miu/ml) /repeated on card test=positive there was no reported impact to patient management.

Event description:
The customer observed false negative architect b-hcg results on a pregnant patient. The results provided were: on (B)(6) 2025, sid: (B)(6) initial=1.32 miu/ml (negative=< or=5.00 miu/ml) /repeated on (B)(6) 2025=2801.71 miu/ml (positive= > or =25.00 miu/ml) /repeated on card test=positive there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data architect total b-hcg reagent, lot: 68529ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 68529ud00. Historical performance of the architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off for the negative population and median values for the complaint lot are within the established limits and comparable to the historical reagent lot performance. Therefore, no unusual reagent lot performance was identified. Device history record review did not identify any non-conformance's or deviations with the complaint lot and complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg reagent, lot: 68529ud00.